Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned part determined that, the device was fractured into two pieces. This can be observed in the attached photos. It was also observed that, the dimensional readings are conforming to print specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Failure was not replicated therefore determination of the root cause was not possible. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the implant was fractured when the customer opened the packaging.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.